Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm or changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 160 mg/dl.